Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the definitive cause of the malfunctions was traced to a component failure and not determined for the foreign material. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that foreign objects were found on the control section and that the adhesive around the light guide lens has peeled. There was no patient involvement.